Event description:
Home care dealer reported that while a patient was in the lift that the strap dropped 5". No injury alleged.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.